Manufacturer narrative:
(B)(4) this case was reviewed and investigated according to the manufacturer's policy. The customer declined to provide the information. Additional information obtained clarified the wire was recognized by the system, zeroed and normalized. No damage was observed during preparation. The first measurement was performed with success in lad. The physician removed the wire from lad in order to perform the second interrogation in rca and a new guide catheter was used. Prior to the second measurement, the physician noted a damage on the tip of the wire through the x-ray image. No resistance was felt and the physician did not cross the lesion with the wire. The wire, the guide catheter and the introducer needle were removed as a system in order to prevent leaving any [potential] missing parts in the patient. The physician confirmed everything has been removed. No additional intervention was required and no injury was reported. They used a second wire to complete the procedure successfully. Other devices in use at the time were medtronic ebu 3.5 sherpa active 6f, medtronic inflation everest 30 survival kit (introducer needle/torque/y connector), boston maverick 2 monorail 20 mm x 2,5 mm balloon abbott drug eluting stent xcience pro 2.5 x 23 mm a visual inspection was performed on the returned device. The distal coil near the distal tip was slightly stretched and curved. All parts of the device were present. The damage to the tip of the device likely occurred some time during use. Strain, impact, and forces associated with use can affect the integrity of the device. It is not possible to conclusively determine how the damage occurred. No tests/laboratory data was available. Other relevant history: no information was available. The implant or explant dates are not applicable to this device. The instructions for use (IFU) precautions: do not use product that has been damaged in any way as this may result in vessel damage, inaccurate pressure measurements and/or poor torque response. In both diagnostic and interventional procedures, clean pressure guide wire thoroughly with normal sterile heparinized saline before and after each insertion. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the wire was recognized by the system, zeroed and normalized. Prior to measurement, the physician noted a damage to the tip of the wire through the x-ray image. Customer is not sure if the device was intact/in one piece upon removal. No injury was reported and no additional intervention was performed. No error message was displayed. No troubleshooting was performed. It is unknown how the procedure was completed. Patient's condition as of (B)(6) 2018 was noted as "good." Vessels: coronary lad and rca / lad stenosis rate: 50-60%; ifr 0.87. This event is being reported because the device was removed as a system.